Manufacturer narrative:
One 8.5 f agilis introducer and one dilator shaft were received for eval. Visual inspection revealed the dilator was fully engaged in the introducer, which had no hub on the proximal end. Microscopic examination revealed a straight edge at the proximal end of the dilator. There is no evidence of damage at the proximal end of the dilator. The hub of the dilator was not returned with the device; however add'l analysis showed that the dilator had marginal attachment at the proximal end of the dilator shaft. The failure was observed when the dilator shaft had silicone on the area where the molded hub was applied. The hub was detached and showed similar traces of marginal attachment to the shaft. The issue was reviewed with mfg personnel. No similar events have been identified. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with mfg as the event is related to a mfg non-conformance.

Event description:
It was reported while using the agilis introducer with a transseptal needle, the proximal end of the dilator broke. While advancing the transseptal needle through the introducer/dilator assembly to perform transseptal puncture, the hub at the proximal end of the dilator broke. The dilator was unable to be removed from the introducer, so the agilis introducer and dilator were replaced. There were no consequences to the pt.